Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were loose ¿plastic shavings¿ floating in a 250 ml eva bag. This was noted after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and loose particulate matter was observed in the fluid pathway. There reported condition was verified through visual inspection. The particulate from the lot 1218012 sample was lost prior to analysis but from stereoscope image and damage to port lumen surface is suggestive that it may be from a port tube scraping. If properly used, the needle should not come into contact with the housing or tubing of the additive port, only the septum. Therefore, the cause of the particulate matter was needle strike damage, which was due to user error. The numerous small grains/crystals from the lot 1218012 sample were consistent with cerium oxalate material, which is suggestive of precipitation of the active pharmaceutical ingredients. This is not related to the baxter product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.